Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10235. The patient received the scs system which included four quattrode leads (3 of the 4 from the same lot) implanted for pns. It was reported during a reprogramming session that stimulation was unable to be captured throughout the entire lower back region. Stimulation was achieved in a centralized area of the lower back; however, the patient requires broader coverage to effectively manage his pain. The patient is currently working with his physician to determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.